Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The patient effect of worsening mitral regurgitation (mr), as listed in the as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported prolonged hospitalization and surgical procedure were a result of case-specific circumstances as the patient remained hospitalized and is scheduled for surgical intervention based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet. It was reported that the mitraclip procedure was performed on (B)(6) 2016 to treat degenerative mitral regurgitation (mr) with a grade of 4, with a posterior leaflet prolapse and chordal rupture on the posterior (p2) segment resulting in p2 flail. One clip was implanted on the a2-p2 portion of the mitral valve, reducing the mr to <1. On (B)(6) 2016, a follow up echocardiogram found that the clip detached from the anterior leafle, and remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr had increased to 4. The patient remained hospitalized due to the slda and was confirmed to be stable. The decision was made to treat the patient with surgical intervention; however, this has not yet been scheduled. No additional information was provided.